Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that after several start-up, error code that user mentioned did not pop up. Performed drive manifold test and calibration. Device passed all functional check and safety tests according to factory specifications. Device was safe and returned to customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has error code ¿internal communication failure¿ . There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.